Event description:
A malfunction alarm occurred, identified as malf 0, but there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the problem reoccurs.